Event description:
This rv was implanted on (B)(6) 2002 and remains implanted at this time. The lead exhibited noise and out of range pacing impedance. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).